Manufacturer narrative:
Device eval: the subject impant was displaced during the fall and dislocation. It was repositioned but not replaced. No device was returned to plus orthopedics so a device eval cannot be performed. Conclusions: the surgeon has indicated to plus orthopedics that he does not believe plus products caused or contributed to the pt's condition. Literature citation: on the second page of the attached article, in the second full paragraph the surgeons observation is, "I experienced a significant learning curve with 1.2% dislocations and 1.6% reoperations but, somewhat unique in an early experience of mis hip replacement, there were no intraoperative fractures and no nerve damage."